Event description:
It was reported that the patient accidentally swallowed a battery. The battery lock on the baha 6 sound processor was reported to be broken after the recipient uses her teeth to open. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on september 02, 2024 was filed inadvertently. No swallowed battery has occurred.